Event description:
It was reported the affiniti 50 ultrasound system was not available during a critical procedure. The system froze with an error code during patient use and the echocardiogram was not able to be completed. There was no patient or user harm because of this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
The field service engineer replaced the acquisition module to repair the system. A thorough investigation confirmed the failure and determined the module was defective.